Manufacturer narrative:
The recipient reportedly experienced an infection at the implant site. The recipient was treated with medication and underwent a cleaning of the site, however, the infection did not resolve.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced device extrusion. The recipient's device was explanted.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding treatment were unsuccessful. This is the final report.